Event description:
The pump's history was reportedly uploaded at the doctor's office and it was discovered that the patient was not obtaining any basal insulin since december 15. The reporter confirmed that there was no injury and the blood glucose levels during the entire time the basal rate was 0.00 units was within target range. Animas has attempted to contact the patient to troubleshoot the product but has not been unsuccessful. This complaint is being reported due to the patient not receiving insulin although the pump was not troubleshot and it is unknown whether the basal rate was intentionally set to 0.00 units.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/12/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:the information in the event date was overwritten in the pump¿s history due to continued use of the pump; the history contained information beginning on 09/27/2013. During testing, the pump powered on normally and was exercised for 24 hours with no basal changes during testing and no unprogrammed boluses of 0.0 units. The units remaining were correctly calculated and written to the pump¿s history. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.